Event description:
It was reported that a patient received a system error 2240 (air in set/line) during use of the homechoice machine. This event occurred during dwell two of two while the patient was connected. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, no abnormalities were noted that could cause or contribute to this system error. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was discarded and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.